Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Addition information was received from a consumer. It was reported that the patient was sick over the weekend of 2017-(B)(6) the doctor's didn't know if the patient was getting to much or too little medication. The patient didn¿t know if they were too tight or too loose. The patient stated they think they're being given too much medication because they are sick to their stomach and can't walk. No further complications were anticipated/reported

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional was received from the consumer who reported that their therapy worked great for the first month it was implanted. The patient stated that the healthcare provider was giving her too much medication and they wanted the patient to go to the office often when the patient didn¿t want to go to the office. The patient stated that in (B)(6) of 2016 she couldn¿t get out of bed because their legs were tight. The patient had traveled to the (B)(6) for her daughter graduation and she was getting extra bolus at night to help her go to sleep due to the time change in the (B)(6) and the pump doesn't know the time difference, her legs were cemented, was nauseous, didn't have brain function and she was aggravated. The patient was spastic, and the healthcare provider told the patient she needed more medication and patient said no she did not need more medication because prior to the pump her legs were not spastic and she could do things. The patient also stated that (B)(6) 2016 or 2017 she was overdosed, she was erratic some, she couldn't shower and her legs didn't work . The patient called their healthcare provider and they told her to got to the ER (emergency room). Per the patient the healthcare provider called her back and told he didn't think there was anything wrong with the pump, it was due to her ms (multiple sclerosis) and that's why she needed to go to the ER. The patient her healthcare provider that she wants less medicine in the pump. The patient further stated that after 2-3yrs she changed doctors and she told them she wants less medicine and now the pump is down to¿ 50 when it use to be over 100¿. The patient was tighter but no problem with her function. The patient stated she may have the pump remove nexttime or she may have it replaced and keep it at ¿50¿. The patient stated she knows her body, and understand what is working for her, and she doesn't need to see the healthcare provider often and can manager her therapy herself. The patient also asked about having a ptm and stated she didn¿t understand why their healthcare provider didn¿t have after hours number. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving lioresal via an implanted pump. Per the patient, "right now the dose and concentration is 143" the indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient was in pain, lightheaded, and unable to walk. The symptoms came and went and today she had a wedding and was unable to walk. The symptoms came on suddenly. She had called her hcp (healthcare professional) but had not yet heard back from them. The symptoms began (B)(6) 2017. Additional information was received on 03-jul-2017 from the patient who was wondering if she had a pump that was stalling. She was having difficulty with it not providing the right amount of medication. One day it worked and the other day it didn't for two days, she was unable to move her legs. The patient had gone to (B)(6) on (B)(6) 2017. The symptoms started after she got to (B)(6). She couldn't move her legs on (B)(6) 2017. From (B)(6) 2017, it wasn't working properly. She came back and the hcp pumped more medication and it was fine. A few days later she returned and he pumped more medicine and it was fine. The patient went to the surgeon who stated, "it doesn't sound right." The interrogated the pump and said it seemed to be working fine. He was going to check the catheter as it could be kinking or unkinking. The hcp told her the catheter was not radiopaque so she would need to have a CT scan. The patient was upset that the catheter was not radiopaque. The patient stated that she was close to having the device system removed as it worked inconsistently. She was not happy. The pump was decreasing her function and not working properly. She couldn't move, couldn't walk, couldn't get out of bed by herself, she was "so nauseous", and couldn't even function in a capacity close to normal. Per the patient, this all started in the middle of (B)(6). The patient wanted a new hcp. At her last refill on (B)(6) 2017 she told the hcp that some pumps were stalling and he didn't seem to care. The patient was upset that she couldn't get a hold of an hcp because tomorrow was a holiday (B)(6) 2017. No further patient complications have been reported as a result of this event.